Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer touchscreen was unable to be used. During testing the touchscreen functioned as required. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was unable to be used. The programmer was returned for service. There was no patient involvement.